Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted with the inline sheath and became caught in the left femoral artery (lfa) due to "the access blood vessel was high branch and it was located deeply from the subcutaneous." The dcs was advanced through the lfa with resistance. The valve was implanted and a dissection was observed after the dcs was removed from the lfa. A 9 x 60 mm non-medtronic stent was implanted in the lfa and a post-stent implant balloon was performed with a 8 x 40 mm non-medtronic balloon that resolved the dissection. The patient had a minimum access vessel diameter of 6.3 mm. No additional adverse patient effects were reported.